Manufacturer narrative:
The serial number initially reported was for the defibrillator.

Manufacturer narrative:
.

Event description:
It was reported to philips that the heartstart xl defibrillator showed a service required message post daily check. There was no patient involvement.